Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed oversensing noise on the atrial lead. On (B)(6) 2022 the physician elected to cap and replace the atrial lead. The patient was discharged from the hospital after the procedure.